Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed an infection. Surgical intervention was undertaken. This system was explanted. No new system was implanted at this time. The patient is undergoing cardiac magnetic resonance imaging (MRI) and ongoing medical review. No additional adverse patient effects were reported. This product was discarded following explant.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.